Manufacturer narrative:
This medwatch is submitted to send the initial report and the result of the investigation. Implant location is unknown. No evaluation of the implant possible. After several attempts to obtain information, it was not possible to get the complaint form. Therefore, the reference and lot number of the implants are not known. It was not possible to perform the review of the device history records and traceability based on the lack of information provided, the review of the case, on the fact that the product couldn't be evaluated, the root cause of the event cannot be determined. Requests for additional information and product return did not receive a response. It could not even be possible to make hypothesis about the root cause of the event. No conclusion can be made with available inputs. If additional information is provided and can help to draw a root cause of this revision, the case will be reopened. And a report will be sent. Root cause: unknown. Device not returned.

Event description:
Avenue t : revision surgery due to unknown reason. On february 05th 2019, an instrument used during a revision has been returned and detected non conforming at field return. The instrument has a broken hook and the broken part is missing. This complaint is treating the revision. Another complaint is opened for the broken instrument. See (B)(4). No known impact on patient. Implants location unknown. No evaluation of the implant possible. Several attempts have been made and no further information have been provided.